Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, two ablation treatments were to be administered on a 4.3cm liver tumor. After performing the first treatment, the electrode was withdrawn and washed. However, after cleaning, the array failed to retract. Reportedly, the sheath moved while attempting to retract so the sheath was retained and the electrode was advanced into the introducer which allowed the case to be continued using this device. The procedure was completed with leveen coaccess electrode system. Additionally, the user reported that the tip of the introducer was deformed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with the array partially extended. The exposed tines appeared to be twisted and bent. Additionally, the plunger was slightly bent and a small crack was present in its center. Although initially resistant, after several actuations, the array was able to be fully extended and retracted. When extended, many of the tines were found to be bent near the tip. The introducer was then removed and the array no longer functioned which indicates that the luer cap had detached from the cannula. The condition of the returned incident device was consistent with the complaint that the array failed to retract into the cannula. The evaluation found that the luer cap had separated from the cannula. Therefore, the most probable root cause is supplier manufacture. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, two ablation treatments were to be administered on a 4.3cm liver tumor. After performing the first treatment, the electrode was withdrawn and washed. However, after cleaning, the array failed to retract. Reportedly, the sheath moved while attempting to retract so the sheath was retained and the electrode was advanced into the introducer which allowed the case to be continued using this device. The procedure was completed with leveen coaccess electrode system. Additionally, the user reported that the tip of the introducer was deformed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).